Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion, no output and no capture and was not functioning for an indeterminate amount of time. It was further reported that the right ventricular (rv) lead exhibited polarity switch and high undefined impedance. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.